Manufacturer narrative:
At the time of reporting there have been no lab cultures or other tests made available to the firm for confirmation of infection type. Nalu was notified of the explant on the same day it occurred and is unaware of any interventions to treat possible infection that were taken prior to the explant procedure. Infection is a known inherent risk of surgical procedures and there is no indication that the nalu system caused or contributed to the infection.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023 to treat shoulder pain. On (B)(6) 2023 the firm was notified that the patient had an infection at the implant incision site. A full system explant was performed on (B)(6) 2023 due to the infection.